Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to forget extra bluetooth devices, closed background applications, and reset the smart device. Patient's father stated that he will update the smart device operating system and attempt to re-pair the transmitter with current sensor and a second sensor if unsuccessful. No additional patient or event information is available.